Event description:
Event: surgical intervention - fem - fem bypass. Case was performed in 2001. Four days later the patient complained of right leg pain. Post op surgery: 4 days later. Within the right limb, blood flow was occluded. A stent was deployed to further secure the attachment of the left iliac endograft. The physician performed a fem-fem bypass. The pt had excellent blood flow bilaterally with a strong pulse in both superficial femoral arteries.